Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown. Customer reported multiple failed battery tests with multiple batteries. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. Customer was advised to get a fresh pack of batteries in order to get a clear indication if the pump is working correctly. Customer was advised to call back and will run a final test.